Event description:
It was reported that during a femoro-popliteal by-pass procedure, the prosthesis was torn at the point of insertion of the wires. The surgeon repaired the graft with a suture. There were no consequences to the pt. (B)(6) 2010 is being used as the event date for reporting purposes. The actual event date is not known at this time.

Manufacturer narrative:
Being investigated. (B)(4).